Event description:
Customer alleged blood glucose results of 287 mg/dl, 200 mg/dl, 146 mg/dl, and 174 mg/dl when testing was performed within 10 minutes on the compact plus system. Customer did not alter treatment based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.